Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported their device was replaced because it was flipping inside of their body. Pt confirmed this happened sometime in 2017.